Event description:
The angiosculpt device could only be inflated to half of size (4 atm), further inflation was not possible. The balloon was deflated and removed. Additional information received on (B)(6) 2013: the physician used the angiosculpt device in intention to avoid stenting. Since the scoring balloon did not work and due to the fact that no other angiosculpt device was at hand, the physician treated the patient with a stent.

Manufacturer narrative:
The patient's initials and weight are unknown. Attempts to obtain the information has not been successful. A stent was placed in the lesion due to the device malfunction (balloon unable to inflate to nominal). This resulted in additional medical intervention performed by the physician. No clinical injury was reported by the physician. The angiosculpt has not been returned, thus, no evaluation has been performed.